Manufacturer narrative:
A data review was conducted against the device and there was no indication of a device malfunction.

Event description:
Patient presented with redness possible ulcer on left axilla 2 weeks post procedure and was immediately seen and placed on an oral abx. 500 mg of durcief. Issue is now resolving.